Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the patient's allegation that she died two times on the table during the explant procedure was not true. It was further noted that the patient's pump was implanted on (B)(6) 2017. On (B)(6) 2017 the patient presented to her primary care physician's (pcp) office. The patient had redness and inflammation around the pump implant site. The pcp sent the patient to the emergency room for admission. The patient was started on intravenous antibiotics. The patient had a history of copd (chronic obstructive pulmonary disease) and required supplemental oxygen and treatments due to hypoxia. The pump removal was delayed due to the patient's respiratory status. The patient required admission to the critical care unit for the same. The pump was finally removed by the hcp on (B)(6) 2017 when the patient had stabilized. The hcp noted it was an uncomplicated removal. The hcp noted the patient did not "die 2 times on the table." The patient was discharged from the hospital on (B)(6) 2017. The hcp indicated of note, the patient had a long term history of (B)(6) ) and was found at the pump site.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the pump and catheter were removed 7 days after the implant as there was an infection. The patient informed she died 2 times on the table during the explant procedure. The patient was rushed to the hospital for emergency explant. No further patient complications were reported.